Event description:
Facility alleges pt reaction during dialysis. Pt c/o of chills. Temp up from 97.8 from 97.8 degrees to 102.1 degrees f. Treatment discontinued. No further medical intervention required. 6th use.